Manufacturer narrative:
The hill rom technician stated that a nurse alleged that several months ago the i.v. Pole dropped from the up position to the lowest position pinning and beaking her thumb between the two black knobs on the IV pole. The nurse allegedly splinted her own thumb and did not have any medical treatment or x-rays to confirm the alleged broken thumb. No incident report was filed with the hospital. There was no documentation by the hospital. The account could not supply the IV pole or bed the alleged incident occurred. The account mounts an IV pump on the IV poles.

Event description:
Customer called hill rom technician stated there was an alleged incident where the permanent IV pole was retraced down to make it short and then put away and the second section came down faster than expected and a nurse allegedly pinched her thumb. The account was very vague about the incident. They told the hill rom technician this occurred approximately 2 months ago. See "additional information."